Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Blood glucose was not impacted. Reportedly, the customer performed a cartridge change resolving the issue.